Event description:
Revision surgery performed on (B)(6) 2023 due to infection not implant related. Previous surgery date back to (B)(6) 2014, but no information regarding original implant was provided. During revision the original components were explanted (with exception of the humeral stem and glenoid metal back) and following new components were implanted: - lateralized connector +4mm (pn 1374.15.314) - glenosphere (pn 1374.09.121) - reverse humeral body (pn 1352.15.010) - extension for humeral reverse body (pn 1352.15.001) - reverse liner retentive +3mm dia40mm (pn 1365.50.816). Surgery was completed as intented. Patient underwent additional revision surgery in (B)(6) 2025 to restore shoulder functionality after a fall. Patient is female, date of birth (B)(6) 1957. The event occurred in the united states.

Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either since product information is unknown. No x-rays, culture outcome reports nor pictures of explanted components were provided either. From follow-up communication with complaint source it was confirmed that no further information regarding the case can be retrieved, therefore no further root cause investigation is possible. Taking into account the involved product family smr shoulder, no adverse trend has been identified for reported issue in the last year. According to investigation carried out, no corrective action is needed for this event. The manufacturer will continue monitoring the market in order to detect any similar event.